Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during preparation in the catheterization laboratory, a system failure occurred with the optical sensor. After replacing the automated impella controller with the ic, they were able to complete the setup and the case without any problems.

Manufacturer narrative:
Product complaint # (B)(4). Section d4 was updated to unknown, as based on additional information from investigation team previously reported (ic2005) is not part of (B)(4). The device (ic2005) is reported under (B)(4). Aic serial number confirmation for this report is pending field representative response. Section h6: the impact codes (f26,f2601) were removed, based on additional information which were inadvertently not mentioned in the follow up report 1.

Manufacturer narrative:
B2: added death and death date. B5: added updated clinical review. D6b: added explant date. H1: added death. H6: added f02.

Event description:
An automated impella controller (aic) was being prepped for the use in combination with an impella cp. The 28 year old male patient had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was previously supported by inotropes and vasopressors prior to the pump insertion. The aic had a failure at the prep for the sensor, which prompted the team to replace the aic. Support proceeded on the cp and backup aic. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. After 2 days of support the patient expired when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.